Event description:
It was reported that after changing out supplies, the user experienced elevated glucose readings with a dexcom g7 sensor showing 391 mg/dl and a confirmatory fingerstick of 306 mg/dl, and the user questioned whether the ilet pump was delivering insulin; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impact and no hospitalization. Investigation included user consultation and device use troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.